Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7091602. UDI: (B)(4).

Event description:
It was reported that the patient had an infection at the implantable pulse generator (ipg) site. The patient underwent a procedure wherein the ipg and spinal cord stimulator (scs) paddle lead was explanted.

Event description:
It was reported that the patient had an infection at the implantable pulse generator (ipg) site. The patient underwent a procedure wherein the ipg and spinal cord stimulator (scs) paddle lead was explanted.